Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away while using a ventilator. The information indicates the patient was not wearing the ventilator. The information indicates the patient detached the ventilator and unable to reattach. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. During a check-out procedure at the manufacturer's service center, there was no issue to indicate the device malfunctioned or failed to deliver therapy as designed. The manufacturer concludes that the ventilator operated as designed. The manufacturer is submitting a final report at this time. If any new pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. After receiving further information from the patient, section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The information indicates the patient was not wearing the ventilator. The information indicates the patient detached the ventilator and unable to reattach. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. During a check-out procedure at the manufacturer's service center, there was no issue to indicate the device malfunctioned or failed to deliver therapy as designed. The manufacturer concludes that the ventilator operated as designed. The manufacturer is submitting a final report at this time. If any new pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.